Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. There was a leak in cylinder 1 that was a result of fatigue and wear at a fold. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a surgical procedure to remove his inflatable penile prosthesis (ipp) due to device malfunction and fluid loss. No adverse patient effects.

Event description:
It was reported that patient underwent a surgical procedure to remove his inflatable penile prosthesis (ipp) due to device malfunction and fluid loss. No adverse patient effects.